Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5515-f-401, triathlon ps fem component, cemented, lot code: gbzx. Cat. No.: 5551-g-320, triathlon asymmetric x3 patella, lot code: 2012. Cat. No.: 5520-b-500, triathlon prim cem fxd bplt #5, lot code: s73dh. Cat. No.: 5575-x-000, triathlon fix. Peg 2 per pk, lot code: s9csk. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that the patient has had pain in his left knee since the index surgery. One month after the index surgery, the surgeon performed a manipulation to increase range of motion. The rom is less than 90 degrees. The patient is in so much pain that he is almost unable to get out of bed. Tests revealed no infection. The patient claims and a physical therapist stated, that the implants do not seem right and you can hear the implants rattle.

Event description:
It was reported that the patient has had pain in his left knee since the index surgery. One month after the index surgery, the surgeon performed a manipulation to increase range of motion. The rom is less than 90 degrees. The patient is in so much pain that he is almost unable to get out of bed. Tests revealed no infection. The patient claims and a physical therapist stated, that the implants do not seem right and you can hear the implants rattle.

Manufacturer narrative:
An event regarding low range of motion involving a triathlon ps x3 tibial insert was reported. The event was not confirmed. Device evaluation not performed as no device was returned. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The exact cause of the event could not be determined because further information is needed for determining the root cause. No further investigation for this event is possible at this time.